Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the needle of device was fractured while the surgeon tried to push out the anchor. Therefore, the surgeon used a back up product for the surgery. Fortunately, the fractured piece of needle was removed, so no piece remains inside of patient's body.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. Visual examination of the returned product identified, the device was not cycled, but used. There is blood on the sutures. And the tip of the needle is fractured. The fracture site and type is consistent with an insert fracture, in which bending overload type of failure was identified. Review of the device history record(s) identified no deviations or anomalies, during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.